Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure (date of procedure unknown). The nature and date of onset of the patient complications, if any, are unknown. All other information, including the patient's current condition, is unknown and reportedly unavailable.